Event description:
It was reported that during transport at the user facility the caster broke off of the cart. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the caster broke off of the cart was confirmed by the navigation support specialist. During the visual inspection a broken castor was found. The broken castor was repaired onsite.

Event description:
It was reported that during transport at the user facility the caster broke off of the cart. No adverse consequences or procedural delays were reported with this event.